Manufacturer narrative:
Siemens has reviewed the instrument log files provided by the customer. There is no indication of a measurement cartridge issue, potassium sensor instability during the time of sample analyses, instrument malfunction, or any possible contamination. The rp500 sn (B)(6) and rp500 sn (B)(6) are performing as intended. The root cause of this event is unknown.

Manufacturer narrative:
Siemens has asked the customer for some essential information such as for this patient, what is the reference interval/expected range for potassium and which result did the customer believe to be true and reported. This information has not been provided. The customer stated that the instruments are operational and there were no further discrepancies in the measurements. The cause of this event is unknown.

Event description:
The customer reported discrepant potassium results on one patient when run on two rp 500 instruments. There is no report of injury due to this event.